Event description:
It was reported to the manufacturer by the end user, per the end user, the patient threw herself backward (new behavior) in the sling and fell out of the sling. The patient was transferred by ambulance to the local hospital. The patient sustained a small laceration to the back of the head, requiring stitches. Complaint (B)(4) and ra (B)(4) were entered into our system to have the sling to joerns for investigation. As of this writing, the sling has not been returned.